Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive to presses. Customer had elevated blood glucose (bg) levels (245 mg/dl). Customer delivered a bolus to address elevated bg levels. Customer reported they have back up manual injections for continued insulin therapy.